Event description:
Two clips utilized to stop bleeding during an endoscopic procedure did not "fire" correctly. Both in same lot number. A third clip from a different lot number used successfully with no harm to patient. Items to be given to our equipment manager and department.